Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(6), software version #: 4.2.1 f1908: delay of less than one hour f26: no patient impact h3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while attempting two three dimensional (3d) spins the navigated spin did not actually spin. The imaging system didn't spin and it said on the mobile view station (mvs) screen 3d spin was disabled. Scout shots did work and they showed up on the mvs. The site was using the foot switch and the footswitch worked in the last case they had. No known impact to patient outcome. There was a surgical delay of less than one hour. Troubleshooting was performed, the site restarted the system and used the hand switch. The site unplugged the foot switch and only used the hand switch and a successful 3d spin was performed. Additional information was received. It was reported that there might have been an issue with the foot switch, however the medtronic representative (rep) was able to use the footswitch and hand control after a reboot. The rep thinks that the tech didn't have navigation enabled. The rep also spoke with the operating room (or) manager who says both systems are in use and have very busy schedules.